Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The patient stated that there were several gaps of air noticed. Renal therapy services (rts) assisted the patient to end the therapy. Rts advised the patient to inform the registered nurse about being connected with air in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.